Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Healthcare professional called to report his patient experienced contact dermatitis from the aquacel ag surgical dressing. The intact skin rash was located under the adhesive border and the actual dressing. His patient had a total knee replacement and had the dressing in place for 10 days. This dermatitis was noticed upon the removal of the dressing. He reports the incision line is healing well. The dressing was applied in the operating room. The dressing has been off for 2 weeks. The redness is lessening but is still present. He first had the patient apply hydrocortisone cream to the area and has since changed to a benadryl cream.